Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not power on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire machine failed to power on. A field service engineer found no drawers were found to be causing the station to go down. It was observed that the personal computer (pc) sitting on top of the auxiliary cabinet was also powered off. The issue was not related to the pyxis system itself, but rather to the power outlets in the medication room, which were not supplying power. Relocated the station to a different outlet, and it powered back on successfully. The system functioned as intended after the field service engineer repaired the device.